Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 389 mg/dl and insulin injections were used to address the bg level. As the customer did not have any pump supplies on hand, insulin pens were to be used to manage diabetes until supplies were obtained. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.